Event description:
It was reported that an unspecified number of an unspecified bd posiflush syringes experienced a case of air bubbles, a case of leakage leading to exposure to bloodborne pathogens, a case of infection, a case of leakage with exposure to hazardous drugs, a case of leakage resulting in mucocutaneous blood exposure, a case of foreign matter within the fluid path, a case of sepsis, and a case of crbsi infection. The following information was provided by the initial reporter: the initial reporter stated they encountered air embolism, exposure to bloodborne pathogens, mucocutaneous blood exposure, particulate embolism, systemic infection / crbsi, and sepsis while using the bd posiflush¿ sp syringes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(4). Device manufacture date: unknown. As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.